Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device could not be programmed through the device programmer. It was noted that the programmer would freeze when device programming was attempted. A later attempt to program the device was successful when the rf antenna was unplugged and one test was done at a time. Device remains implanted.

Event description:
New information received. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Manufacturer report 2938836-2016-05081 and 2938836-2016-05081 follow-up 1, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).